Event description:
The following has been reported: biomed called support line to say pump was shutting down immediately after power up and showed failures in log. No patient harm or reports or issue stopping infusion. Asked biomed to perform a couple of hard reboots and after rebooting pump did not shut down, he will do test infusion. An initial review of the device logs reveals the following: led failure (primary red). This is the only information currently available, but fk has requested for the pump to be returned for further analysis. An active infusion was not delayed. Reporting due to the referenced issue further information is needed to complete the investigation.

Event description:
The initial MDR was reported due to unexpected shut down. The pump was returned for investigation. The returned pump did not repeat the complaint of the pump shutting down or the preliminary investigation findings of led light failure (primary red). An internal investigation of the pump revealed no damage to the led wiring or connections. The pump passed the final acceptance test with no issues.